Event description:
The cervix was excised from the vagina. The vaginal cuff was inspected. The endo stitch was then placed through the 10 mm umbilical trocar and the laparoscope was moved into the left lower quadrant trocar. Once the site was taken on the right corner of the vaginal cuff using the endo stitch, at this point, the endo stitch needle apparently broke off and the surgeon was unable to locate it. The endo stitch was then removed. It was determined at this point to close the cuff vaginally. The endo stitch and laparoscopic instruments were then removed. Prior to closure of the cuff, attempts were made to localize the small portion of the endo stitch needle was thought to be possibly present. However, it was never identified. The laparoscope was reinserted and the pelvis was then thoroughly irrigated and evaluated. The vaginal cuff and both pedicles, the pelvis, and upper abdomen were then thoroughly inspected for the endo stitch needle, but it was never found. After a thorough evaluation, the laparoscopic instruments were removed. An x-ray was performed. Once x-ray had been performed, she was awakened from general anesthesia, extubated, and taken to the recovery in stable condition. Operating room staff then checked the suction cannister and located the broken half of the endo stitch needle, which was sent to covidien for evaluation.